Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: pictures were received for evaluation and the following was observed. Upon to visual inspection of picture 1 & 2 showed an overwrap packet, re-labeled with product code, lot number and expiration date. The lot number was entered in our system and the lot number was found. The batch expiration date on the label in the image does not match what is in our system, therefore it is concluded that it is a confirmed counterfeit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an ethicon product was suspected to be a counterfeit device on (B)(6) 2020 and the mesh was involved. Upon evaluation of the returned photo the device was confirmed to be a counterfeit. There was no patient involvement reported.